Manufacturer narrative:
Recall number: 16271487-12192011-003-r. This ipg serial number was included in multiple field advisories. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg was unable to communicate with the external devices. The patient reports the ipg has not worked for over a year and did not recharge the ipg. Surgical intervention may be pending to address the issue. Exact event date is unknown.